Event description:
Healthcare professional reported a right side capsular contracture baker grade IV and rupture. Healthcare professional later reported "axillary pain". Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3, b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade unknown and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.